Event description:
The customer reported that during a procedure, an end tone was provided by the generator, indicating a completed a seal cycle, but only partial tissue fusion was completed. The tissue being worked upon was described as being diseased and 1-2mm in size. No add'l info has been made available by the site contact.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.